Manufacturer narrative:
H10: this reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The customer report of a failed preventative maintenance was confirmed. There was no reported patient injury. This device is used for therapeutic purposes. H11:g4.

Manufacturer narrative:
The report of a failed preventative maintenance was confirmed. The proximate cause of the report of failed preventative maintenance was determined to be due to a faulty mechanism assembly.

Event description:
It was reported that device failed rate accuracy testing during preventative maintenance. Despite performing the calibration procedure twice, the device failed with a low reading.